Event description:
Dear sir or madam, I received silicone breast implants, cohesive-gel type (motiva) in (B)(6) 2018, and have been experiencing the following symptoms since (B)(6) 2018: chronic fatigue, prone to infections such as sinus infections - cough, shortness of breath - decrease in performance when doing sports - perioral dermatitis - itchiness around the breast (underneath the armpits) - tingling in my hands and arms, dry eyes and mouth, blurry vision, brain fog, occasional headaches. I would like to stress that I have not had these symptoms prior to implantation. I have done several medical tests, none of which revealed anything specific, including general health exams, blood tests, allergy tests, lung screening, etc. One lab result came back with positive ana screening, and I am still waiting for the result of the add'l tests that have been ordered. I am convinced that the health issues I am experiencing are related to my implants. I have been consulted by many plastic surgeons prior to implantation, however, the info I received was not complete or untrue. I was told breast implants were completely safe, breast implants could remain the whole life inside my body. I was informed of the possibility of capsular contracture but not any other risk such bia-alcl or bii. I am writing this as another testimony that should confirm that breast implants are causing inflammatory auto-immune reactions in some individuals. This info should be available to women as part of their decision-making process prior to getting implants. I urge you to conduct more studies on these medical devices. According to my knowledge, the safety of breast implants has not been proven yet. Do you think it's time? This lack of info is destroying lives. Do you care? Kind regards, (B)(6). FDA safety report ID# (B)(4).